Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncope episode, discomfort and pain was also experienced by the patient. The patient was brought to the health care facility. The system was analyzed, and it was found that this device crt-p had entered in safety mode with reduced battery longevity. It was noted that the brady pacing rate was not as expected. This device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated, and no pacing pulses were noted. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncope episode, discomfort and pain was also experienced by the patient. The patient was brought to the health care facility. The system was analyzed, and it was found that this device crt-p had entered in safety mode with reduced battery longevity. It was noted that the brady pacing rate was not as expected. This device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.